Event description:
During routine testing of the device, the user reported the level detector module would intermittently display a "low level" error message. The user replaced a transducer; however, the phenomenon continued. The device was returned for further evaluation. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.